Manufacturer narrative:
(B)(4). The patient was in a rehabilitation facility since may 2014. The device has been received and the evaluation is currently ongoing. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the patient's death. The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical test. The device was determined to meet specification requirements per rite testing. External & internal inspection was performed and revealed no problems. Analysis of the device pneumatic system was performed and revealed no leak and all pressures were correct & stable. Device passed seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the patient's death. A review of the service history revealed no previous service events that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who was performing pd therapy with a homechoice device, passed away due to asystole. Dianeal pd therapy was ongoing at the time of death. The patient was connected to the hc device performing dianeal pd therapy at the time of death. The patient was not hospitalized prior to death. Treatment was not reported. The patient was in a long term rehabilitation facility at the time of death. It was not reported if an autopsy was performed. It was unknown if a death certificate was available. No further information was provided. Additional information was requested but is not available.